Manufacturer narrative:
Findings: pump passed displacement test, operating currents, self-test, off no power and unexpected restart error test. However, compromised force sensor alarm during prime test at 4.0 lbs due to faulty for force sensor (gold). Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarm prime rewind. Customer's blood glucose was 258 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap appears normal. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 258 mg/dl. The customer was treated for high blood glucose with injection. The customer was advised the 2 high blood glucose rule. The customer was unable to do test due to compromised force sensor alarm.